Event description:
Surgeon reports he had several patients who have experienced a posterior capsule rupture during cataract/iol implantation surgeries where this product was used. No pt identifiers or other info provided.